Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis with a blood glucose level of 417 mg/dl. Ems was dispatched and brought the customer to the hospital. The customer was not wearing the insulin pump for less than 48 hours prior to admission. Troubleshooting was not performed as the customer was still in the hospital. The insulin pump was replaced.